Event description:
It was reported that stent damage occurred. The 3.75mm x 36mm, eccentric, de novo target lesion with a bend of 45 degrees was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 38 synergy ii des drug-eluting stent was advanced but it failed to cross the lesion. The device was removed and it was found that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.